Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker also observed that the device's lid magnet was missing from the lid. This can cause the device to not power on when the lid is opened. The device was archived by stryker and the customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's speaker was not working correctly. As a result, the user may not be able to hear the audible prompts and proper instruction to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device's speaker was not working correctly. As a result, the user may not be able to hear the audible prompts and proper instruction to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported speaker issue was due to the device's dust cap being sheared off and was loose between the speaker assembly and speaker housing. The cause of the observed missing lid magnet was due to physical damage/use error.